Event description:
The customer reported the alarm has power and sounds continuously when weight is applied to the sensor. The customer reported that the sensor is less than 6 months old. The customer did not provide a date when this was found. No pt incident or injury was reported.

Manufacturer narrative:
Results - eval of the returned product confirmed the reported issue; the alarm continuously sounds when a working sensor is plugged into the sensor 32 receptible with weight on or off the sensor pad and the nurse call light remains on constantly. However, the alarm remains silent when a working sensor is plugged into the sensor #1 receptacle when weight is on or off the sensor pad or when the sensor pad is unplugged from the alarm (failsafe feature) not working. Upon initial power up, voice message plays once and then the unit remains silent and goes into hold mode automatically and will not reset from hold. There is no physical damage observed to the alarm unit. Note: the instructions for use state: always verify the green light is flashing and the alarm and sensors are monitoring before leaving the pt unattended. The hold feature: allows pt to be away from bed or chair for extended periods without alarm activating of care when there are several caregivers. If the alarm is turned off while in hold the alarm will still be in the hold mode when the alarm is turned back on. To take alarm out of hold: apply weight to sensor, connect chair belt sensor or activate pir sensor after 30 seconds. Note: hold feature will time out after six (6) hours and alarm will go back to monitoring mode automatically. (B)(4).